Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos. During the visual examination of the photos, it was observed that the catheter and wedge were not present inside the blue adapter. The catheter and wedge were observed to be inside the barrel of the device still over the needle and hub. The catheter wedge appeared to have backed out of the adapter, confirming the reported defect. This defect has been linked to the manufacturing process and corrective actions have been initiated to address the issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. The defect observed in the customer photos is being currently addressed under CAPA 1461582.

Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in hub separated. The following information was provided by the initial reporter: material no:381523, batch no: 0279744. It was reported catheter separated after use. Verbatim: date: (B)(6) 2021. Report: defective IV cannula. Rn was putting in an IV and when pulling back the catheter the catheter portion is missing. Patient harm: patient harm being evaluated. Further treatment may be necessary.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in hub separated. The following information was provided by the initial reporter: material no:381523, batch no: 0279744. It was reported catheter separated after use. Verbatim: date: (B)(6) 2021. Report: defective IV cannula. Rn was putting in an IV and when pulling back the catheter the catheter portion is missing. Patient harm: patient harm being evaluated. Further treatment may be necessary.